Manufacturer narrative:
A review of tickets determined this is the only complaint for lot 06541fn00 and no trends were identified for the product for the complaint issue. Return testing was not completed as returns were not available. Sensitivity testing was performed with a retained kit of lot 06541fn00 and seroconversion panels and all test results indicate that the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect hbsag confirmatory reagent, lot 06541fn00.

Manufacturer narrative:
Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no further patient information provided by the customer. This report is being filed on an international product, list number 09c94 that has a similar product distributed in the us, list number 4p54.

Event description:
The customer reported false nonreactive architect hbsag results on one patient. The results provided were: on (B)(6) 2019 sid (B)(6) = 0.05s/co (>/ =0.05iu/ml) / 0.07iu/ml / neutralizing confirmatory = 0.95 s/co which is not confirmed / previous result from (B)(6) 2019 = 0.07s/co with confirmation test (B)(6). There was no reported impact to patient management.